Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are not able to hold their pee when they have to go. Patient said they feel the urge to go and they get up, but before they get to the bathroom, they are already going. The patient stated that the device works well for their frequency, but not their urgency. Patient mentioned that they recently had back surgery and had to turn their stimulation off for the surgery and when they turned it back on, it took several days to for the stimulation to work for them. Agent reviewed that caller could consider increasing their stimulation. Caller stated that they will do so after the call and continue to monitor their symptoms. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned related medical history. This included that after implant, patient had stimulation too high and it was painful. Patient stated that their hcp instructed them to turn down stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that the device not work was a symptom control issue, they had an inability to control their urgency. This was not caused by normal battery depletion. They noted that the cause was not determined. When asked what steps were taken to resolve the issue, they noted that they had changed the therapy multiple times to try to get better control. This had not yet been resolved. When asked about the cause of the stimulation being too high, they noted that the cause was not determined and that they had a doctor's appointment on (B)(6) 2024. This had not yet been resolved.